Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: the investigation of the complained forceps has shown that the locking caps of the soft locking system are worn out. We are not able to determine the exact cause of the reported problem. We suppose that the locking mechanism got damaged due to long term use. Such damages can be created due to continuous mechanical loadings on which the locking caps are subjected to. Placeholder.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding the following event: forceps broken. It was reported that eleven forceps were broken during surgery from (B)(6). All the fragments were retrieved. The patient was impacted. The surgery has been delayed ten to twenty minutes for every surgery. There were no other synthes instruments available for use. So the surgeon used other manufacturer¿s instrument to finish the surgery. The event didn't require additional medical treatment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.